Event description:
Hospitalisation [hospitalisation]. Product physical issue [product clumping]. Case description: this case was reported by a consumer via call center representative and described the occurrence of hospitalisation in a male patient who received double salt dental adhesive cream (new poligrip sa2) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip sa2. On an unknown date, an unknown time after starting new poligrip sa2, the patient experienced hospitalisation (serious criteria hospitalization) and product clumping. On an unknown date, the outcome of the hospitalisation and product clumping were unknown. It was unknown if the reporter considered the hospitalisation and product clumping to be related to new poligrip sa2. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]: on an unknown date, about one third of new poligrip sa2 was used. A hard lump came out from the tube. When it sticked by toothpick, the cream came out, but it got stuck again. The patient was being hospitalized (seriousness: hospitalization) at this point, and new poligrip sa2 was checked by a nurse. Then, the nurse mentioned that it was stuck. As the patient was hospitalized, the patient was asked if he was ill. Then, he only replied that he was ill, and details were unknown. The product was not at hand, and its volume was unknown. No further information is expected.

Manufacturer narrative:
Argus case number: (B)(4).